Event description:
Our rep is reporting that a pt underwent a meniscal repair with the use of a mitek rapidloc fixation device in 2005. In 2006, the pt presented with knee pain; an "x-ray" revealed a metallic object in the joint compartment. At about 5 days later, a re-surgery to the subject knee revealed that the foreign metallic object was the rapidloc inserter needle used in the original surgery of 2005. The needle was removed and discarded; no lot number can be supplied. This procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
This MDR is to capture and record a previously unreported historical event. The origin of the udf took place during a meniscal repair just about 5 years ago (2005). The re-surgery to retrieve the udf took place 32 months ago (2006). Recently there was a settlement between the pt and the air force, and it was this event that prompted the air force to do diligence and report the issue to mitek. No further action is warranted.